Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a resolute integrity device and a launcher guide catheter to treat a lesion in the mid right coronary artery (rca). The lesion was moderately tortuous and moderately calcified with 80% stenosis. There were no abnormalities reported in relation to the patient¿s anatomy. No issues were noted to the device¿s packaging, no issues were noted when removing the resolute integrity from the hoop/tray. The resolute integrity device was inspected with no issues. The launcher device was not inspected. The launcher device was removed from the packaging and prepped per the IFU. Negative prep was performed on the resolute integrity device with no issues noted. The lesion was pre-dilated, the device did not pass through a previously deployed stent. Resistance was not encountered however excessive force was used. It was stated that the launcher was excessively torqued. It was reported that the launcher became twisted when turning the right subclavian artery and as the resolute integrity device was inside the launcher it also became deformed/twisted at the catheter/delivery system. It was reported that the physician thinks that the event was due to the use of the device¿s in difficult lesion anatomy. The patient is reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.